Event description:
It was reported that the device exhibited error ¿overpressure¿. Patient involvement and patient harm are unknown.

Manufacturer narrative:
B3: event date unknown; d9: date returned to mfg unknown; e1: phone (B)(6). One device was returned for evaluation. Visual inspection revealed the entire device slightly worn, battery door damaged, and downstream occlusion (dso) gasket had an air bubble. Event history log confirmed ¿downstream occlusion¿ alarm messages occurred. Functional testing was able to replicate and confirm the reported issue; the dso sensor was stuck at 2500mv and the pump was not able to start a program without alarming ¿high pressure¿. The root cause was the dso seal was blown and sensor stuck at 2500mv. The dso sensor and dso gasket were replaced as well as the battery door. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.